Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during initial inflation at nearly 20 atmospheres increasing pressure for less than 30 seconds. The procedure was completed with a different device. There were no patient injuries reported.